Event description:
Infusion of oxycodone, 10 ampoules diluted in 90 cc of ssn; beginning at approximately 11:10a, set up to administer by infusion pump at 1 cc per hour, expecting the infusion to last for 10 hours. At approximately 14:00p, it is found that the medication had infused in its entirety. Assistants report that the infusion pump was ringing and the assistant started the infusion of dextrose already. No serious injury or adverse conditions post-situation was reported, but customer categorized as a non-harmful event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and not confirm events described in complaint. The device was not received to brèzins for investigation. The device history log was received and analysed by fv's investigator. History data analysis shows that volume infused is more than initial programming, and time is less than initial programming, due to flow rate increase(s). Therefore, the reported event is not valid. The cause identified is device programing modification by user. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.